Manufacturer narrative:
Block b3: exact date unknown, event occurred may 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7060901

Event description:
It was reported that the patient had a metal plate implanted and the ipg was pushing on it. The patient underwent an explant procedure and all device components were removed.